Event description:
The customer reported a defib failure message, which could impact the delivery of therapy. There was no reported pt impact.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.